Event description:
The recipient reportedly experienced pain and edema at the implant site, and device exposure. The recipient's device was explanted. The recipient will not be reimplanted.

Manufacturer narrative:
In (B)(6) 2017, the recipient reportedly experienced a skin flap infection. The recipient was recommended non-use of the device. On (B)(6) 2017, the recipient was treated with bactrim for 2 weeks. On (B)(6) 2017, the recipient was hospitalized and the recipient's device was explanted. The recipient experienced serosanguinous drainage following revision surgery. The recipient is using bacitracin ointment at the incision site. The recipient is healing well. The external visual inspection revealed that the electrode was severed near the fantail prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has reportedly resolved. This is the final report.